Event description:
It was reported that during anterior communicating artery (acoma) aneurysm stent-assisted coil embolization procedure, the operator measured the aneurysm and delivered a microcatheter to the target lesion. Next, the operator delivered the subject stent. However, due to the patient's unstable condition and constant movement, the subject stent prematurely deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the hub/lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was deformed. One marker band was missing from the proximal end. Functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was confirmed during device analysis. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was the only part of the device which was returned. The stent was deployed inside the proximal lumen of a microcatheter, and the proximal end of the stent was just visible in the hub of the microcatheter. The microcatheter was cut in order to remove the stent. Once removed, the stent was noted to be deformed and was also broken/fractured. One of the stent marker bands was missing from the proximal end of the device. The stent delivery wire and the introducer sheath were both not returned for analysis. The event description notes that this was an emergency surgery, and the stent became deployed inside the microcatheter lumen due to the patient¿s unstable condition and constant movement. It is possible that some of the damage noted to the stent (for example, the missing proximal marker band) could have occurred when the second stent was attempted to be transferred into the lumen of the same microcatheter in which the first stent was already accidentally deployed. The as reported event: ¿stent deployed prematurely during use' as well as the analyzed events: ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿stent broken/fractured during use¿ will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to the very difficult surgical conditions under which the physician was operating.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm stent-assisted coil embolization procedure, the operator measured the aneurysm and delivered a microcatheter to the target lesion. Next, the operator delivered the subject stent. However, due to the patient's unstable condition and constant movement, the subject stent prematurely deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.